Event description:
It was reported that during an anterior cruciate ligament surgery a suture got blocked and did not slide. Due to this failure, the surgery was extended by 15 min as the surgeon had to disassemble the whole system and re-prepare the graft. According to the surgeon there was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. 26-aug-2022 update dw: further information were provided that the suture could not slide through the button.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Upon visual inspection, it was noted that the button was not returned. One strand of white suture was returned for investigation. It was noted that there was frayed suture attached to this strand. Due to the button not being returned, the complaint cannot be confirmed.